Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump screen was pixelated and cracked. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was broken. Troubleshooting was not performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank solid white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.